Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was used to treat a moderate tortuous, mildly calcified lesion in the proximal of the right coronary artery (rca). The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning. It is stated that the event was due to the use of the device in difficult lesion morphology/anatomy and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.